Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, the needle tip broke off while closing the wound and fell into the patient's cavity. An x-ray was performed to locate the pieces. In addition, surgical time was extended more than 30 minutes. Another device was used to complete the case.